Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of other non-malignant pain. It was reported that the patient was referred to a surgeon for normal battery replacement. It was reported that the patient was having difficulty using the stimulation system. It was reported that the recharge interval was decreasing and the time that it takes to recharge the ins was increasing. The date of the onset of the recharging issues was unknown. No symptoms or complications were reported.